Manufacturer narrative:
(B)(4). Customer discarded the defective lancet most likely underlying root cause of malfunction: manufacturing deficiency. On (B)(4) 2016, call back was made to the customer to ensure she was feeling better, customer only disclosed she was still ill and that she sought medical attention after her initial call. She states her glucose was high when she saw her doctor but does not remember the result they obtained. She disclosed she had a medical procedure performed regarding her diabetes but did not wish to disclose the type. Customer no longer has lancing device she states she discarded it. I will send the customer a replacement lancing device which is the reason she initially called.

Event description:
Customer states she does not feel good. Can not specifically describe symptoms but insists she does not feel good at all. Customer may seek medical attention. Customer called in requesting a replacement truedraw lancing device, as when she attempts to use the lancing device customer states the device does not alarm. Customer is upset she is unable to test at this time, as she does not feel very good and needs to test her glucose levels as soon as possible. Customer states she will call an ambulance if her symptoms persist and can not test her glucose levels still. Customer also requested if we may be able to replace her lancing device through her pharmacy.